Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. The cause of the issue was not determined since product/data was not returned.

Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, ethnicity unknown, noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported upon opening the device packaging there were no visible problems. Reportedly when the connector cable was input into the automated impella controller there was a yellow alarm: ¿faulty impella system¿, ¿ do not use impella system¿, ¿discard impella system¿ message. The device was not used and was changed out to perform the procedure. There was no patient harm reported.